Event description:
The recipient is reportedly a poor performer. Device testing revealed results within normal limits. The recipient's device was reportedly explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2022, the recipient was reimplanted with another advanced bionics cochlear device. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record was completed and noted rework on electrodes. This is not believed to be related to the adverse event. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record was completed and noted rework on electrodes. This is not believed to be related to the adverse event. This is the final report.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The date of this initial report is corrected to (B)(6) 2021. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.